Event description:
It was reported that the subject device malfunctioned and noticed a "black bar" display on the screen monitor. The issue happened during a therapeutic gastric procedure. The procedure was completed using the same set of equipment. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device malfunctioned and noticed a ¿black bar¿ display on the screen monitor. The issue happened during a therapeutic gastric procedure. The procedure was completed using the same set of equipment. There was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.